Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a leak from a hole in the pump and cylinder connection tube. A new inflatable penile prosthesis consisting of 14 cm x 9.5 mm cylinders, pump, and reservoir were implanted. The patient was stable following the procedure and the event resolved.

Manufacturer narrative:
H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. There was a leak "hole" in the pump at the edge of deflate button that was the result of sharp instrument damage. It can not be confirmed when this damaged occur. The pump was not functionally tested due to the leak "hole" in the pump. In additional, the pump deflation ball spring was misaligned as well. Product analysis identified a malfunction with the pump based on the fluid leak and the deflation ball spring misalignment. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Product analysis found no device malfunction with the reservoir. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. Product analysis did not find a device malfunction with the cylinders.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a leak in the pump and cylinder connection tube. A new inflatable penile prosthesis consisting of 14 cm x 9.5 mm cylinders, pump, and reservoir were implanted. The patient was stable following the procedure and the event resolved. Additional information received indicated that there was a hole in the connecting tube.